Event description:
Reportedly, the dissection was complete until the surgeon was left with a posterior pedicle of approximately 2 inches in length. Therefore, the surgeon placed a 45mm vascular stapler across the pedicle, fired it, and removed it from the site. However, the stapler had not cut the tissue cleanly, but had torn across it. As a result, significant bleeding from the divided pedicle occurred. Finally, the surgeon tried to re-apply the stapler to the site but was unsuccessful due to retraction of the tissues. Procedure: thoracoscopic lobectomy.